Manufacturer narrative:
Failure event observed during analysis. Final analysis found external insulation abrasion at 13.0-13.5cm, 13.7-14.1cm, 15.5-15.6cm, 28.3-29.9cm, 30.6-30.9, and 41.2-42.2cm from the connector pin. Internal insulation abrasion was noted at 31.0-31.4cm and 41.2-41.7cm from the connector pin. All abrasions were consistent with friction to another device or feature of the heart. The outer coil was fractured at 31.2cm from the connector pin. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.